Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified no anomalies. The device case was removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis of the battery identified an internal short. The short resulted in the clinically observed premature battery depletion.

Event description:
It was reported that the physician believes this device has depleted. The physician tried twice with two different programmers to interrogate the device however, was unsuccessful. Additionally, the electrocardiogram did not show any pacing activity. Subsequently, this device was explanted and replaced successfully.